Manufacturer narrative:
Product investigation summary: one 7.0mm ti cann matrix polyaxialscrew 55mm thread length (part 04.606.755 / lot 7750537) was received. Upon visual inspection of the complaint device, the complaint category of ¿broken: intraoperatively¿ is confirmed. The part was returned with the body of the screw detached from the poly-axial head. A root cause could not be determined; most likely cause of the screw head breaking/metal shavings was due to the dense bone of the patient¿s anatomy causing an excessive load on the screw. During evaluation of the device, the polyaxial head was able to be reattached to the screw. The matrix polyaxial screw is part the matrix spine system. It is an instrument set designed to be used with the matrix pedicle screw system and allows minimally invasive rod and screw insertion for thoracolumbar pedicle fixation. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The design is adequate for its intended use and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, gender, and weight are unknown. Additional product codes for this complaint include: mnh, mni, kwq, and kwp. Device broke intra-operatively and was not implanted or explanted. The complainant part has not been returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: july, 24, 2014. Review of the device history records showed there was a documentation issue that was resolved with a note to file to correct lot number on router. No other issues were identified that would contribute to this complaint condition. A documentation issue would not cause the body to detach from the screw or create metal shavings. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a surgeon was inserting a 7 x 55mm matrix minimally invasive (mis) screw during a matrix mis lumbar spinal fusion procedure on (B)(6) 2015. The screw, which was placed on a full tube screw extension, was being inserted with a t-ratchet handle screwdriver when the head of the screw came off. As a result, the screw was completely removed and the metal shavings of the screw were salvaged. Another similar screw was inserted; the subsequent screws were tapped for insertion. The surgery was completed successfully with a four (4) minute delay. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.